Event description:
The handpiece was returned to the manufacturer, and during the investigation an unknown liquid was found on the trigger. There was no patient involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation an unknown liquid was found on the trigger. Based on the investigation details, the trigger was replaced along with other components. Service did a clean, lube, and adjust to the device, and it was returned to the customer.